Manufacturer narrative:
Manufacturer¿s ref# (B)(4). Summary of investigational findings: on (B)(6) 2023, a zta-p device was placed as emergent treatment for a ruptured (contained) penetrating aortic ulcer with intramural hematoma. Intra-procedural angiography revealed successful placement of the stent graft as well as an unknown type endoleak. No device issues were reported, and no secondary intervention was performed to treat the endoleak. Three (3) days post-procedure, the patient developed a series of complications including unstable thoracic spondylodiscitis (t11-t12), spondylodesis, s. Aureus bacteria, and paraplegia. Treatment was noted as ¿other¿¿and additional information has been requested. The patient died on (B)(6) 2023 (18 days post-procedure) with the cause of death determined as ¿respiratory insufficiency due to sputum stasis and overall loss of condition.¿ no autopsy was performed, and no death report is available. The site did not complete the section of the form indicating relatedness of death to device or procedure. This complaint handles the unknown type endoleak. Review of the IFU found that the safety and effectiveness of zta has not been tested in patient with rupture and that endoleaks are known adverse events related to the procedure. Based on the very limited information regarding the reported endoleak present at procedural angiography it is not possible to determine a definite cause. The fact that the endoleak was discovered during the procedural angiography means that the patient was still under effect from the anticoagulants and this in combination with a short timespan for the device and vessel wall to conform could be the cause for the unknown type endoleak. The fact that the aorta was ruptured could possibly also have contributed to the endoleak, but it is not possible to determine or vice versa rule out. Since type IV endoleaks are rare the endoleak in this case is considered a type 1 endoleak (undetermined whether proximal or distal). There is no info regarding the endoleak post-procedure, and it is therefore unknown if this had resolved or not at time of patient death 18 days post-procedure. The fact that it was not treated indicate that it was not severe. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
Description of event according to wce-1713: zenith alpha thoracic post market retrospective study: synopsis: patient (B)(6): unknown type endoleak reported in procedure angiography. On (B)(6) 2023, a zta-p-34-161-w was placed as emergent treatment for penetrating aortic ulcer with intramural hematoma. Procedure angiography revealed an unknown type endoleak, no device issues. No secondary intervention was performed to treat the endoleak. In addition to the endoleak, the patient experienced complications starting 3 days post-procedure, including unstable thoracic spondylodiscitis (t11-t12), spondylodesis, s. Aureus bacteria, and paraplegia. Relationship to device or procedure is noted as ¿retrospective event, unable to determine.¿ treatment is noted as ¿other¿ patient outcome: the patient died on (B)(6) 2023 (18 days post-procedure). Cause of death as determined by in-hospital evaluation at demise was ¿respiratory insufficiancy due to sputumstasis and overall lose of condition.¿ no autopsy was performed; no death report is available.

Manufacturer narrative:
Manufacturers ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. G4) similar to device marketed under PMA/510(k): p140016. After investigation the event is considered reportable. Summary of investigational findings: on (B)(6) 2023, a zta-p device was placed as emergent treatment for a ruptured (contained) penetrating aortic ulcer with intramural hematoma. Intra-procedural angiography revealed successful placement of the stent graft as well as an unknown type endoleak. No device issues were reported, and no secondary intervention was performed to treat the endoleak. 3 days post-procedure, the patient developed a series of complications including unstable thoracic spondylodiscitis (t11-t12), spondylodesis, s. Aureus bacteria, and paraplegia. Treatment was noted as ¿other¿¿and additional information has been requested. The patient died on (B)(6) 2023 (18 days post-procedure) with the cause of death determined as ¿respiratory insufficiency due to sputum stasis and overall, loss of condition.¿ no autopsy was performed, and no death report is available. This complaint handles the unknown type endoleak. Review of the IFU found that the safety and effectiveness of zta has not been tested in patient with rupture and that endoleaks are known adverse events related to the procedure. Based on the very limited information regarding the reported endoleak present at procedural angiography it is not possible to determine a definite cause. The fact that the endoleak was discovered during the procedural angiography means that the patient was still under effect from the anticoagulants and this in combination with a short timespan for the device and vessel wall to conform could be the cause for the unknown type endoleak. The fact that the aorta was ruptured could possibly also have contributed to the endoleak, but it is not possible to determine or vice versa rule out. Since type IV endoleaks are rare the endoleak in this case is considered a type 1 endoleak (undetermined whether proximal or distal). There is no information regarding the endoleak post-procedure, and it is therefore unknown if this had resolved or not at time of patient death 18 days post-procedure. The fact that it was not treated indicate that it was not severe. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.